Event description:
The customer reported to philips healthcare that he heartstart xl had a red light error. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report wil be submitted upon completion of the investigation.